Event description:
It was reported that the patient experienced slurred speech, following a fall, where he hit his head. The patient was admitted to the ER. The health care provider requested the patient receive a cat scan and an x-ray. This was the only issue with the therapy at that point, otherwise, the therapy was working fine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4). Product type: programmer, patient product ID: 3 7085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension, product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension, product ID: 3387s-40, lot# v787091, implanted: (B)(6) 2011. Product type: lead, product ID: 3387s-40, lot# v792258, implanted: (B)(6) 2011. Product type: lead. (B)(4).